Event description:
User facility medwatch report received that states "wire for starclose was inserted without difficulty. The sheath was inserted over the wire and upon removing the wire there was a copious bleeding back via sheath, indicating defective membrane. The starclose device would not set onto the sheath. Physician put a new 6 fr sheath in over the wire and got defective device out and used a new starclose that worked correctly. Held pressure for five minutes after the new closure device was placed. No pt harm.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.